Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The health care professional reported premature battery depletion and a return of pain. Telemetry showed the elective replacement indicator (eri) on (B)(6) 2016. The patient was implanted in (B)(6) 2015 and already reached eri with "very normal settings." It was noted that a replacement occurred on (B)(6) 2016 and the issue was resolved. Indications for use include non-malignant pain.

Event description:
Additional information received was from the manufacturer representative on (B)(6) 2016 regarding alleged early depletion on a non-rechargeable implantable neurostimulator (ins). It was reported that the ins was "bad" and needed replacement. The patient was told she had "normal settings." Recent settings were provided for 2 programs: 130hz, 450 on both, 6.2v and 4.3v with guarded cathode on both programs. Longevity calculations were 5 months (16hrs/day) and 3 months for use 24/7 = 3 months. The patient's diary showed 87% stimulation use. There were 5 groups total programmed into the ins; 2 groups were using 80hz, 1 group was using 100hz, and the 2 other groups were using 130hz. It was reviewed that the longevity seemed appropriate with the given settings.

Manufacturer narrative:
Analysis of implantable neurostimulator model 97702, sn: (B)(4), found no significant anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacture representative reported that the patient was told the implant was defective, however, based on the patient's settings the depletion appeared normal. It was noted that the therapy had never worked for the patient.

Manufacturer narrative:
Upon review it was determined that the following information does not apply to the reported implantable neurostimulator (serial number (B)(4) ): ¿recent settings were provided for 2 programs: 130hz, 450 on both, 6.2v and 4.3v with guarded cathode on both programs. Longevity calculations were 5 months (16hrs/day) and 3 months for use 24/7 = 3 months. The patient¿s diary showed 87% stimulation use. There were 5 groups total programmed into the ins; 2 groups were using 80hz, 1 group was using 100hz, and the 2 other groups were using 130hz. It was reviewed that the longevity seemed appropriate with the given settings.¿ a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.